Event description:
The 9800 system intermittently would not boot or not fluoro. This issue was recognized by the inhouse biomed tech.

Manufacturer narrative:
The service rep recommended the hospital replace the image processor pcb to correct the reported problem.